Event description:
It was reported to philips that the fluoroscopy function was not working. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the reported event. The philips distributor field service engineer (fse) inspected the system on-site and found that fluoroscopy was not working. Upon troubleshooting, the fse found that the wired footswitch was defective. To resolve the issue, the fse replaced the wired footswitch. After the replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence; as such, the complaint was reported. Since that time, it has been identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the product user must institute a user routine checks program. The user of the product should ensure that all checks and actions have been completed satisfactorily before using the product for its intended purpose. It is instructed not to use the product for any application until the user is sure that the user's routine checks have been completed satisfactorily. Therefore, as the device was not in use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.